Event description:
It was reported that during a drain removal procedure, a drain breakage was found. The broken drain was removed all at once during the removal procedure. All pieces of the drain were retrieved from the patient.

Manufacturer narrative:
The investigation is currently in progress, once completed a supplemental MDR report will be filed.